Event description:
It was reported that the patient had recurring backup battery (ebb) fault alarms after the ebb was exchanged. It was noted that the system controller's software version was 1.7. The event log files captured ebb fault events on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 due to failed ebb load tests. A system controller exchange was recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller exchange was exchanged which resolved the issues. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days (08jan2024 ¿ 10jan2024 per timestamp). Backup battery fault alarms due to a backup battery load test not passing were active from the beginning of the log file on 08jan2024 at 18:28:01 - 10jan2024 at 00:13:18. The onset of these alarms was not captured; therefore, the cause of the alarms becoming active is unknown. The alarms cleared and the load test completed on 10jan2024 at 00:20:58; however, the backup battery fault alarms due to a backup battery load test not passing became active again on 10jan2024 from 00:21:00, until the end of the log file at 10:37:51. The backup battery did not pass the load test due to the unloaded voltage being under the accepted threshold. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information provided on 16jan2024 stated the alarms resolved after the controller exchange, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.